Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse verified that the diluent sensor was operating properly. The fse determined that the customer had not prepared the diluent properly. The most probable cause of the reported event was due to improperly prepared diluent.

Event description:
On (B)(6) 2015, a customer reported that their aia-2000 is not detecting diluent. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth, bhcg, e2, lhii and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.